Event description:
It was reported that, after a thr had been performed on (B)(6) 2021, the patient experienced post operative wound infection that was addressed via revision surgery on (B)(6) 2021. A r3 20 deg xlpe acet lnr 36mm x 56mm (case (B)(4)) and oxinium fem hd 12/14 36 mm-3 (case (B)(4)) were explanted. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, neither the requested relevant supporting clinical documentation nor the device will be provided for inclusion in this medical investigation. Therefore, a thorough clinical investigation cannot be rendered nor can the root cause of the of the reported infection be determined. According to the complaint, the patient¿s post-operative wound infection was treated with a revision surgery. A r3 20 deg xlpe acet lnr 36mm x 56mm (B)(4) and oxinium fem hd 12/14 36 mm-3 (B)(4) were explanted. Since the patient¿s outcome is unknown, the impact to the patient beyond that which has already been reported is unknown. Should any additional medical information be provided, this compliant will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.